Manufacturer narrative:
H4: lot manufacture date: september 30, 2022 - october 04, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: chu de poitiers - (B)(6). E1: initial reporter city: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume folfusors overinfused; further described as "reduced infusion times." This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.